Event description:
During an atrial fibrillation procedure, there was an air leak from the sheath after insertion into the patient. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.